Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a rash was confirmed. A us distributor reported that a patient had a rash under all his electrodes and te pads. The irritation is described as very itchy, and the patient scratched it and the rash opened and left black marks. Although the patient reports being in a hospital during a follow up, there is no indication of treatment of the irritation by a medical professional. The patient reported using a medication on the rash, unclear whether it was a prescription medication. During a follow up, the patient reported that the rash is improving. Reporting out of the abundance of caution.